Manufacturer narrative:
The device was evaluated by ventec where the reported issue of a touchscreen lock-up was confirmed. Ventec opened the device to perform a visual inspection and observed physical damage consistent with a significant impact. The damage was preventing the touchscreen's sensing circuits from properly registering any touch events that a user may initiate. Ventec replaced the lcd touchscreen to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. Based on the evidence available, it is reasonable to conclude that the likely cause of the reported issue was use error due to the user dropping the device. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the touchscreen on the device had locked-up and become unresponsive. There was no patient involvement associated with the reported event.